Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and the intraoperative aortic body movement are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the event is anatomy related (7 mm reversed taper neck likely contributed to the intraoperative movement of the aortic body and the movement likely contributed to the type 1a endoleak). The final patient status was discharged on the first post operative day in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: b5: describe event or problem has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). After the stent-graft was deployed, a type 1a endoleak was identified. The physician felt there were very limited options for repairing intraoperatively type 1a endoleak due to length from renal to top of limbs being less than 45mm, and physician did not want to palmaz due to other surgical and endo options. The patient is being monitored. Additional information: it was reported that the intraoperative type ia endoleak has not been resolved and it is unknown if further intervention will be performed. The patient is currently doing fine.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). After the stent-graft was deployed, a type 1a endoleak was identified. The physician felt there were very limited options for repairing intraoperatively type 1a endoleak due to length from renal to top of limbs being less than 45mm, and physician did not want to palmaz due to other surgical and endo options. The patient is being monitored.